Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with hardware to treat degenerative spondylolisthese on (B)(6) 2012. On (B)(6) 2012, patient was revised for the first time, because an end cap was loose. It is reported that on (B)(6) 2013, the end cap became loose again. No further information is available at this time. This report is for an unknown cap. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.